Event description:
It was reported that a high blood glucose (bg) level displayed as high; cause was unknown. The customer delivered a correction bolus via pump to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.